Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator (ICD) was interrogated, and the battery voltage indicator was gray instead of green. The device was put aside, and was interrogated again several times over multiple days. The gray bar did not resolve. No patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.